Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00190, 00192. This event occurred in (B) (6).

Event description:
Allegedly revised due to unknown issues.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture with complications occurred. A pci had just been successfully completed in the first diagonal branch of the (lad). Then the 80% stenosed lesion located in a moderately calcified left anterior descending (lad) artery was treated using a 3.0 x 20mm maverick2 monorail balloon catheter. However, the balloon ruptured . The device was removed as usual without any resistance, however , on fluoroscopy, it was evident that a part of the balloon remained in the lad. The patient experienced timi 2 flow with st depression. For two hours attempts were made to retrieve the balloon fragment with snare baskets, crocodiling, and additional ballooning. None of these attempts were successful. This resulted in the patient undergoing coronary artery bypass grafting and attempted surgical extraction of the balloon fragments. They were not able to visualize the fragments from the aortic ostium or the left internal mammary artery(lima) landing zone. Due to other high risk factors, it was not possible to open the lad in that area for balloon fragment removal. The patient received a lima to lad graft and an saphenous vein graft from the aorta to the right coronary artery. The patient's status was good one day post surgery.

Manufacturer narrative:
Corrected data received 6/24/10:(B)(4) infection. Originally, there was no information given as the reason for revision. This is the same event as 1043534-2010-00190, 00192. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Device used according to label indications.